Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a fistula after lar procedure with ecp. The fistula appeared in the 4th day, the sensation they had is that when the suturing machine is opened, the tissue goes behind it, in fact they had difficulty extracting it. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 12/06/2022 additional information was requested, and the following response was received: no feedback has been given. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4) date sent: 12/20/2022 additional information was requested, and the following was received: 1) what were the indications for surgery? -> rectal adenocarcinoma 2) translation confirmation needed; was this a post-op leak or post-op fistula? -> post-op fistula 3) if this was post-op fistula, does the surgeon believe that the post-op fistula was caused by the ethicon cdh29p device? If yes, why? -> yes because the device was always used under direct supervision of the specialist. 4) did the patient received any preoperative chemotherapy or radiation? -> yes 5) were there any issues experienced with the device in the initial surgical procedure? -> no 6) what healthcare professional fired the device and what is his/her experience with device? -> a general surgeon with experience with transanal stapler device 7) where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b or high-b)? -> between middle-b and high-b green gap scale 8) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -> yes 9) were there any issues with device use/firing? No 10) what confirmation was received that the device completed the firing sequence? -> the green check on the device 11) was the green check visible in the end of the firing? -> yes 12) how many counterclockwise revolutions of the adjusting knob were used to open the device? -> 2 revolutions. 13) was there any difficulties removing the device? -> yes 14) was a complete transection of the white breakaway washer visually confirmed. -> yes 15) were the donuts inspected? -> yes, they were complete and the thickness was adequate. 16) were there any issues noted with staple formation? -> no 17) was a leak test performed? -> yes: low pression air insufflation via rectum (negative). 18) was the staple line visualized endoscopically during the initial surgical procedure? -> no 19) if this was a postop leak, how many days postoperative did the leak occurre? -> 8 20) how was the leak identified? -> CT scan 21) was a reoperation required? If yes, what was observed at the site of the leak upon reoperation? ->no 22) how was the leak addressed: -> no reoperation needed 23) what is the current patient status? -> clinical good conditions, waiting for ileostomy closure